Event description:
The report received from the field indicated that prior to the procedure, as the device was being prepped, the cannula needle would not retract all the way into the catheter. The outback catheter was not used in the patient, and the intended procedure was not performed. The product is available for evaluation and testing, however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.